Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a tower door latch failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had constantly failed and required recovery. Hardware test application (hta) had been run, and the door had opened and clicked repeatedly. The field service engineer had removed the latch column and had cleaned, crimped, and reseated connections on all latches. Conductive grease had been applied to all latch connections. The door controller board had been replaced. The system functioned as intended after the field service engineer repaired the device.